Manufacturer narrative:
A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The investigation has been completed. The cause of the event cannot be conclusively determined as the product was not returned. Potential root causes include accidental contact failure of the electrical contact of the video connector receiver.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information provided by the customer and the legal manufacturer's final investigation. The customer notified olympus that they purchased a new camera and will not send the device in for evaluation. Since no damage or anomaly was observed by the customer, the potential causes of the event are as follows: accidental contact of the electric contact point receiving the video connector, or the user did not push the video connector until it stopped, or the user used the video connector when the electric contact point was wet or the foreign object was attached. The electrical contacts of the video connectors received became unstable, which may have affected the data transmission of the scope and video processors, resulting in the disappearance of the images. The following instructions on the connection of video connectors are included in the instructions for use: "push the video connector of the video scope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark faces upwards." The following instructions are also included in the instructions for use regarding connecting the video connectors to the product in a well-dried condition, including the electric junction: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility reported that the camera was not displaying an image and all they could see was black shadows. The camera was replaced with a new one. The device was inspected, and no damage or abnormalities were observed. There was no damage to the port and the connection was secure. The device was installed and set up correctly. The customer reported that they are following the instruction manual and that the settings on the device were set as normal. No errors or alarms were reported. No additional information has been obtained. If additional information is obtained a supplemental report will be drafted.

Event description:
Olympus received a report from a user facility stating that there was no image displayed after turning on the video system center. The event occurred during preparation of a diagnostic procedure. There was a two day delay to complete the procedure. The procedure was completed using a similar device. There was no harm to the patient.